Event description:
Medtronic (covidien) received information regarding an incident involving one of its manufactured products. During the embolization of the cerebral avm (arteriovenous malformation), it was reported the tip of the marathon microcatheter was entrapped inside the onyx. The physician felt very strong resistance while removing the marathon microcatheter after injection of the onyx 18. After several minutes, the catheter and entrapped tip were removed successfully from the patient. The proximal marker band was found inside the guide catheter. The patient¿s anatomy was slightly severe in tortuosity with medium size diameter. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00203.

Manufacturer narrative:
The marathon catheter was returned for evaluation with a 1ml onyx syringe attached to the catheter hub. The catheter was found to be separated into two segments. The proximal segment useable length was measured to be approximately 174.5cm. The distal segment was measured to be approximately .10cm. The catheter was found elongated at approximately 33.5cm from the distal end. The distal segment was examined and the tubing material at the proximal end of the distal segment exhibited with stretching which indicates that catheter broke when it was pulled with forces exceeding the tensile strength of the tubing material. The distal marker band was confirmed to be dislodged. The lot history record review showed no discrepancies that might have contributed to the reported experience. All catheters are 100% inspected for damage and irregularities during manufacture. Catheter separation. (B)(4).